Event description:
It was reported that a device was used during a low anterior resection. The device was fired without incidence. A leak test was performed with a positive result. The anastomosis was low in the pelvis so the surgeon was unable to hand sew the anastomosis. A colostomy was performed to complete the case.